Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was removed and replaced intraoperatively for another same length but different model and power lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6: work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial dry. Visual inspection found haptic bent and broken and the optic deformed. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).